Event description:
Customer reported that the test would not start on their adc blood glucose meter on an unknown date/time in (B)(6) 2015. Customer further reported self-presenting to a local emergency room to have a glucose test performed. Customer denied experiencing any symptoms. At the hospital an unspecified "high" reading was obtained, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. The date is an approximation based upon the information that the event occurred in "(B)(6) 2015". All pertinent information available to abbott diabetes care has been submitted.